Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer was hospitalized on (B)(6)2017 at 3:00 pm due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's mother reported that the customer had issues with the insulin pump. Customer's blood glucose at the time of admission was 347 mg/dl. Customer's current blood glucose was 270 mg/dl. Customer's mother reported symptoms related to the customer's high blood glucose levels included vomiting and difficulty breathing. Customer was treated with an IV of insulin. Customer's mother reported that the customer was wearing the insulin pump at time of hospitalization. However, the pump was removed upon admission. Customer's mother declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request. Product is not expected to return.